Event description:
It was reported that during a procedure at the user facility the micro reciprocating saw was turning on by itself. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.